Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including inspecting the faceplate and back plate for damage; inspecting and cleaning the diaphragm; disassembling, inspecting, cleaning and reassembling the kit and tubing set; and verifying breast shield fit. The customer was sent a replacement parts and accessories and return of her original parts and accessories were requested for testing/evaluation. In follow up with a complaint handler on (B)(6) 2018, the customer indicated that she developed mastitis, for which she was prescribed an antibiotic. Follow up with the complaint handler is ongoing regarding return of the original parts/accessories and status of the mastitis. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2018, the customer alleged to medela llc that she had low suction while using her pump in style breast pump and was engorged. The customer indicated that when she used non-medela parts with the pump, it works fine and relieved the engorgement.

Manufacturer narrative:
The customer was contacted by a complaint handler, including in writing, to follow up on the status of her mastitis, with no response as of the date of this report. The customer's connectors and valves were evaluated on 09/26/2018. It was identified in the evaluation that the customer's connectors and valves both had residue on them. It can be reasonably concluded that the customer's report of low suction can be attributable to the dirty connectors and valves. Refer to attached pictures. [(B)(4)].